Event description:
It was reported that the device was explanted. The implant duration was zero days; however, the implant/explant date was not provided.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "coming of bypass it was clear that he had significant systolic anterior motion and obstruction of the outflow tract associated with moderate severe eccentric mitral regurgitation requiring further reconstruction of the mitral valve."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event; therefore, it has been determined that this event is no longer reportable to the FDA.